Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer after being explanted with no information. The device subsequently tested out of specification. Follow up information revealed that the device was returned after being explanted due to normal battery depletion. No patient complications have been reported as a result of this event.